Manufacturer narrative:
Added: d9. Corrected: d1. The root cause of the reported controller error alarm is undetermined due to insufficient evidence to conclude the root cause.

Manufacturer narrative:
D6a and d6b: added implant and explant dates.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 62-year-old female patient presenting with cardiomyopathy and a known history of coronary artery disease. During support, the bedside nurse called the clinical team to the room after the automated impella controller aic #(B)(4) displayed a controller error alarm. The clinical team proceeded to exchange the controller. The aic was exchanged for aic #(B)(4). The reported events include controller failure, medical device revision or replacement, and hemodynamic instability. The impella 5.5 is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the controller exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.